Event description:
Caller reported that a pump malfunction occurred following a previous incident where the pump was dropped. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was observed after the reset. Technical support advised the customer to continue using the pump and to call back if the issue recurs. Customer acknowledged and understood the instructions.